Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient presented with the following pre-operative diagnosis: degenerative disk disease and severe facet arthropathy l4-5 with chronic mechanical back pain and radiculitis. She underwent following procedures: anterior diskectomy and interbody fusion utilizing rh bmp-2/acs and locally harvested autologous bone graft packed into cages. As per operative notes, ¿the 18 mm tall lt-cages were packed with rh bmp-2/acs sponge, and bmp sponges were placed in the posterior portion of the disk, and autologous bone harvested by removal of the osteophytes was placed some in the posterior margin of the disk, and then after the lt-cages were placed side by side, further bone graft was placed anterior to the cages along with the last small piece of bmp sponge. Ap and lateral x-rays showed good placement of the hardware the cages were slightly to the left of midline by about 3 mm.¿ no intra-operative complications were reported.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on an unknown date the patient underwent fusion surgery wherein rhbmp-2 was implanted. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.